Event description:
It was found through obituary that this patient passed away at his home. No further relevant information has been received to date. The suspect product has not been received to date.